Event description:
Reportedly, the stapler did not fire properly upon the rectum. The surgeon reported that the stapler appeared to lock in the fired position on the first squeeze. Before transection, he confirmed that the stapler handle was in the correct locked position. However, after transection it was apparent that the staples were not in the tissue and the rectum was open. The surgeon had to convert to a permanent colostomy. Upon visibly inspecting the instrument after the case it was clear that unformed staples were present. The staples are about half way out of the sulu and have not been completely formed. Procedure: low anterior resection / converted to permanent colostomy.